Manufacturer narrative:
Conclusion: anticipated procedural complication. The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Restenosis and transient ischemic attack are known and anticipated complications to these types of procedures and is listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.

Manufacturer narrative:
Initial reporter phone: (B)(6).

Manufacturer narrative:
The device history record review confirmed that the device met all material, assembly and performance specifications upon its release. Based on the additional information provided by the user facility (lot number) the root cause of this investigation remains unchanged. The reported event was an anticipated procedural complication.

Event description:
It was reported the patient suffered a transient ichemic attack (tia) attributed to stent restenosis in the territory of the treated vessel (vertebral artery) approximately 6 months post procedure. The tia resolved without sequelae two days later.

Event description:
It was reported the patient suffered a transient ischemic attack (tia) attributed to stent restenosis in the territory of the treated vessel (vertebral artery) approximately 6 months post procedure. The tia resolved without sequelae two days later.

Event description:
It was reported the patient suffered a transient ichemic attack (tia) attributed to stent restenosis in the territory of the treated vessel (vertebral artery) approximately 6 months post procedure. The tia resolved without sequelae two days later.